Event description:
It was reported that the lead exhibited less than 200 ohms impedance and a bipolar capture threshold of 5.5 v at 1.5 ms. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found clavicular crush to the proximal and distal insulations at 16.1 cm from the connector pin. The coil was exposed at the same location.